Manufacturer narrative:
Information contained in this report was previously submitted through asr on 17/jul/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "movement of [implant] towards other parts of [the] body, specifically into their armpit" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a left side deflation. Additionally, patient reported "pain, numbness, movement of [implant] towards other parts of [the] body, specifically into their armpit, itching, a hard time sleeping at night because of the pain and itching, [concern about] the itching [being] due to an infection or bacteria that may have developed because of the deflation, [...and] implant is poking into [the] bone." The device remains implanted. This medwatch is for the left side. See MFR # 9617229-2017-01662 for the right side.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior and anterior side assessed as surgical damage and observed opening on valve bond edge side assessed an unidentified (tear) opening. Sensation increase/decrease: unable to observe as it is a medical event not related to the device. Device migration: unable to observe as it is a medical event not related to the device. Pain-ndr: not applicable as the event is not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Pruritus: unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observed creases on the device. White particles observed outer the device.

Event description:
Health professional reported a left side deflation. Additionally, patient reported "pain, numbness, movement of implant towards other parts of the body, specifically into their armpit, itching, a hard time sleeping at night because of the pain and itching, concern about the itching being due to an infection or bacteria that may have developed because of the deflation, and implant is poking into the bone." Device has been explanted and replaced.